Manufacturer narrative:
(B)(4)

Event description:
It was reported that: 'the patient underwent the insertion of a PICC line to facilitate long-term antibiotic treatment. By the time the situation was reported, the patient had already undergone four PICC line insertions, all associated with the same lot number. During a follow-up visit, it was noted that the insertion points were established in the upper extremities, utilizing the brachial and basilic veins. The healthcare team reported that the catheters advanced smoothly during insertion without any resistance or tortuous pathways, with blood return confirmed in both lumens. A representative from the manufacturer verified through diagnostic imaging that the catheter tip was positioned in the superior vena cava. For the reported cases, the healthcare team confirmed successful catheter insertion and indicated that maintenance protocols were followed to ensure proper device function. However, within the first 48 hours, the catheters developed partial obstruction, which rapidly progressed to full blockage, necessitating replacement of the device.due to the inability to continue antibiotic therapy via IV access, the patient was transitioned to oral antibiotics and subs equently requested voluntary discharge.' The additional information received on 19nov2024 reported that all the catheters experienced total obstruction in both lumens, with fibrin accumulation observed at the tip in two units. No kinks, bends or deformities were observed in any of the PICC catheters. The patient was reported to be stable until discharge from the institution. Associated MDR numbers are 9680794-2024-01185, 9680794-2024-01227, 9680794-2024-01183 and 9680794-2024-01182.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 'the patient underwent the insertion of a PICC line to facilitate long-term antibiotic treatment. By the time the situation was reported, the patient had already undergone four PICC line insertions, all associated with the same lot number. During a follow-up visit, it was noted that the insertion points were established in the upper extremities, utilizing the brachial and basilic veins. The healthcare team reported that the catheters advanced smoothly during insertion without any resistance or tortuous pathways, with blood return confirmed in both lumens. A representative from the manufacturer verified through diagnostic imaging that the catheter tip was positioned in the superior vena cava. For the reported cases, the healthcare team confirmed successful catheter insertion and indicated that maintenance protocols were followed to ensure proper device function. However, within the first 48 hours, the catheters developed partial obstruction, which rapidly progressed to full blockage, necessitating replacement of the device.due to the inability to continue antibiotic therapy via IV access, the patient was transitioned to oral antibiotics and subs equently requested voluntary discharge.' The additional information received on (B)(6) 2024 reported that all the catheters experienced total obstruction in both lumens, with fibrin accumulation observed at the tip in two units. No kinks, bends or deformities were o bserved in any of the PICC catheters. The patient was reported to be stable until discharge from the institution. Associated MDR numbers are 9680794-2024-01185, 9680794-2024-01227, 9680794-2024-01183 and 9680794-2024-01182.